Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to vertebral compression fracture. Intra-op, during inflation, the balloon ruptured and separated into two pieces in the vertebral body. A snare was used to retrieve the balloon pieces in the vertebral body. The procedure was then completed successfully with another product. The patient was not allergic to contrast media; and no patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and functional inspection revealed the balloon has been damaged/ruptured. The balloon has been torn in half with the upper portion of the balloon sent back in the jar. This rupture is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. It appears the balloon was hung on something in the vertebral body causing the inner tube to be pulled out of the shaft. It was unable to determine root cause of damage to the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review results: a single intra-op image is provided for balloon kyphoplasty. The pedicle access needles appear to be placed in the posterior vertebral body. One of the balloons has a small amount of contrast in it, the other does not. The balloon without contrast does not appear to completely exit the access needle. If information is provided in the future, a supplemental report will be issued.